Event description:
On 20-may-2026, it was reported by a sales representative via email that an ar-1938bcs biocomposite knotless suturetak anchor was unable to sit properly on the inserter during insertion. The issue was identified during a procedure performed on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.